Event description:
Reportedly, the initial firing of he endo gia with a 60mm 3.5 load did not complete the transection of the tissue. The second firing made with a 45mm 3.5 load did not complete the transection either. On the third firing, the surgeon used a 45mm 3.5 load did not complete the transection either. On the third firing, the surgeon used a 45mm 3.5 load and again it did not complete the tissue transection. At that point, a new endo gia handle was opened with a 45mm 3.5 load and the surgeon was unable to transect the tissue. Finally, a fifth 45mm 3.5 reload was fired and the instrument's jaws did open properly when pulling back on the levers. However, the colon was transected without staples being placed on the tissue. Therefore, the surgeon decided to convert the procedure to an open procedure to over sew the colon and complete the anastomsis. Procedure: lower anterior resection. Pt status: no pt injury reported.